Event description:
The customer contact reported that there was no end luer clamp on the secondary tubing set. It was reported that prior to patient use, while the nurse was opening the tubing set it was noticed that the secondary set tubing had no end piece below the roller clamp. A new secondary tubing set was retrieved for use. There were no reported adverse patient effects and no reported delay of critical therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel.